Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please provide the lot number. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The lot number is 109b5t. The suture was not available for return. The rn that was giving me the info was da (please refer to the attached email).

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported to the sales representative that during a CABG procedure, the needle popped off from the suture at the end of the suture while performing the anastomosis. No patient consequences were reported. The device is not returning. No adverse patient consequences were reported. Additional information was requested.